Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer replaced the inseparable magent to resolve the issue. A field service engineer also confirmed that there was a delay in patient care. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, main drawer 1 failed. The medstation believed the drawer failed to open even though it was closed. Power cycling the station also did not remedy the situation. There were no adverse events or injuries reported based on this event.